Event description:
The facility reported to customer service, a pump with failure code 814:04. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:failure code 814:04 was confirmed. Inspection of the device found that cause of the reported failure code was due to a defective pump-head module. The pump-head module was replaced. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on july 28, 2005.